Event description:
A user facility submitted a repair request to the olympus service center, for a rhino-laryngo videoscope, having a soft part membrane torn. Upon inspection and testing of the customer returned device, dislodgement of the device insertion tube was noticed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to breakage of the insertion tube, flexible tube of the insertion section crushed, scratches on the insertion tube, wrinkles in the insertion tube, bending angle insufficient due to the elongation of the angle wire, scratches found on the operation part, catch observed during angle operation, curved rubber adhesive missing, scratches found on the switch, scratches found on the grip, scratches found on the angle lever, scratches found on the up/down plate, scratches found on the universal cord, scratches on the scope connector side of the universal cord, scratches found on the video cable, video cable crushed, scratches found on the video connector, scratches found on the light guide connector, and scratches found on the video connector case. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the UDI (please see d4) and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, since there is a flaw in the insertion section snake tube, it can be seen that the stress was applied to the insertion section snake tube. Moreover, it can be seen that another stress was applied because the cut part was not a sharp trace but a broken trace. We presume that the similar scratch that occurred at this time resulted in the development of a soft coating detachment, which led to the breakage of the insertion tubing (broken). It was not possible to determine the cause of the stress that led to the breakage. Olympus will continue to monitor field performance for this device.